Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been confirmed to be unavailable for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that knives have been blunt during surgery. Patient involvement and patient impact information is unknown. Additional information is confirmed to be unavailable for this report.